Event description:
During an in clinic follow up, increased, out of range, defibrillation impedance was observed on the right ventricular (rv) lead. The device was reprogrammed to resolve this event. The patient was stable.